Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were in the 300's mg/dl, on and off for the past two weeks. The bg levels were addressed with correction boluses. Contact believes that the customer's pump settings need to be adjusted because customer is growing. The contact will be working with customer's health care provider about adjusting the pump's setting to resolve this issue.